Event description:
Pt was set up with ambulatory infusion pump set to 2.3. Pt returned after 20 minutes complaining of shortness of breath and shoulder pain and chest pain. Pump was beeping infusion complete and all medication was delivered. Pump rate verified by nurse practioner and two other rn's. Neulasta 6mg sq - giver for rbc stimuations.